Event description:
Basket was broken while using during procedure. The product was opened correctly passed off to the sterile field and started to use on pt by dr (B)(6). The product was found to be broken while in use. One of the wires on the basket was broken. Dr (B)(6) stopped using and replaced with new product. No harm to pt.